Event description:
It was reported that a spectrum pump constantly displayed the "upstream occlusion" message a few minutes after a nurse hangs a new IV bag or piggy backs with another device. The customer also stated that the facility was looking for tips on reducing microbubbles in the IV line. A baxter representative has provided an explanation on how to prime the backcheck valves to avoid any possibilities of air bubbles. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.